Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to reported hospitalization for high blood glucose. Customer's current blood glucose reading is 69 mg/dl. Customer was not feeling well prior to hospitalization. The blood glucose reading at the time of the event was 585 mg/dl. Customer was treated with IV drip. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.